Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The 1 ml insulin syringe were changed from the covidien brand to the cardinal health brand. The difference between the 2 is the plunger aspect of the syringe. When they have or patients, they are hooked up to a larger bore, single lumen tubing. The new syringes will not allow them to push the small amount of insulin due to the pressure that the longer plunger causes in this tubing. The reference number is the exact same, however the syringe is different and is affecting them being able to properly give patients their IV insulin.